Manufacturer narrative:
"This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected non-symptomatic patient sample for hospital admittance on (B)(6) 2021 using bd e-swab which is off label due to 1ml vials for unknown sample type, and processed the sample using xpert xpress sars-cov-2, reagent lot 16203. Results were returned as sars-cov-2 negative. Results were reported to the physician. The patient was re-tested for sars-cov-2 for in order to allow for discharge. A new sample was collected on (B)(6) 2021 using bd e-swabs and tested on xpert xpress sars-cov-2, reagent lot 04503 on (B)(6) 2021. Results were returned as sars-cov-2 positive. A retest on this new sample was performed on (B)(6) 2021. The result was again sars-cov-2 positive. A new sample was collected on (B)(6) 2021 using bd e-swabs and tested on xpert xpress sars-cov-2, reagent lot 04503 on (B)(6) 2021. Results were returned as sars-cov-2 negative. Similar results were generated for 2 additional patients using who were awaiting discharge to the hospital facility with results being reported using xpert xpress sars-cov-2 reagent lot 04503. Cepheid patient safety board member reviewed the data provided by the customer. Testing performed using bd e-swab containing 1ml of liquid amies and therefore is off-label. Testing performed on asymptomatic patients not suspected of covid-19, outside of the intended use. For all three patients, positive results show single n2 target detection only with weak cycle threshold values (>40). Target and spc amplification and end point fluorescence (epf) appear normal. Review of negative results show normal spc amplification and epf. No evidence of product malfunction. This likely represents low concentration of viral nucleic acid at or below the assay's limit of detection in an asymptomatic patient shedding residual rna from previous infection. No patient harm occurred as a result. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid."

Event description:
This MDR is being filed in accordance with the additional reporting conditions included in cepheid's emergency use authorization (eua) for this assay. In addition to the existing reporting requirements under the MDR regulation (21 cfr 803), FDA's eua authorization letter requires cepheid to report to FDA any suspected occurrence of false positive and false negative results and significant deviations from the established performance characteristics of the product. Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected non-symptomatic patient sample for hospital admittance on (B)(6) 2021 using bd e-swab which is off label due to 1ml vials for unknown sample type, and processed the sample using xpert xpress sars-cov-2, reagent lot 16203. Results were returned as sars-cov-2 negative. Results were reported to the physician. The patient was re-tested for sars-cov-2 in order to allow for discharge. A new sample was collected on (B)(6) 2021 using bd e-swabs and tested on xpert xpress sars-cov-2, reagent lot 04503 on (B)(6) 2021. Results were returned as sars-cov-2 positive. A retest on this new sample was performed on (B)(6) 2021. The result was again sars-cov-2 positive. A new sample was collected on (B)(6) 2021 using bd e-swabs and tested on xpert xpress sars-cov-2, reagent lot 04503 on (B)(6) 2021. Results were returned as sars-cov-2 negative. Similar results were generated for 2 additional patients who were awaiting discharge to the hospital facility with results being reported using xpert xpress sars-cov-2 reagent lot 04503.